Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx valve underwent a valve-in-valve procedure after an implant duration of 8 years, 2 months due to unknown reasons. The tavr was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
H11: corrected data: MFR #2015691-2020-11504 is a duplicate report and was already submitted under MFR #2015691-2020-10271.